Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by faulty video connector. However, the cause of the faulty video connector was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed, but not the loose connectors. The device evaluation found failure of the video cable connector socket was causing the lack of image. In addition to the reportable malfunction, the output socket was slightly worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center had a connector loose and no image. When the connector was wiped with alcohol, unplugged and shook, the image returned to normal. The issue was found during preparation for use for a nasal endoscopic examination, which was completed with the same device without delay. There were no reports of patient harm.